Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio then replaced both the power and interface pcb assemblies. Proper device operation was then observed through functional and performance testing. Physio further examined the removed interface pcb assembly and determined that the cause of the reported issue was a fractured solder joint on a filter, designator fl24. Physio also observed that the solder joint on another filter, designator fl25, was also fractured; however, it was still making enough contact and it did not contribute to the reported loss of power. The removed power pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
While evaluating the device, physio-control observed that it would not power on using ac or dc power. There was no patient use associated with the reported event.